Event description:
The event is reported as: the product is not ce marked nor does it contain the expiration date. This issue was discovered during incoming inspection / review of inventory on hand. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.